Manufacturer narrative:
The pump was received with missing segments partial display due to cracked zebra connector on lcd board noted. Minor scratches on lcd window, cracked case at display window corners, half-broken off reservoir tube lip, cracked reservoir tube window, cracked reservoir tube, broken battery tube threads, broken belt clip slot and missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer dropped their insulin pump and now have a horizontal line through the display. It was reported that the device would be replaced and returned for analysis. No further information provided.